Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h6(investigation type, investigation findings, component codes & investigation conclusions), h10. The getinge field service engineer (fse) that encountered the issue, replaced upper panel and associated labels which corrected the issue. The fse completed cardiosave preventive maintenance. Device passed all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) fiber-optic door on the upper panel was damaged. There was no patient involvement, and no adverse event reported.